Manufacturer narrative:
Abbott completed the complaint investigation of the event, which included an evaluation of the customer supplied information, manufacturing records and returned device evaluation. The evaluation of the device consisted of a visual inspection and functional testing which confirmed the reported gripper lever leak as it was noted that the gripper lever tactile marker o-ring cap was not properly aligned within the window tab. A review of manufacturing records confirmed that the cds met all in process and final acceptance activities, and a review of the lot history record revealed no manufacturing nonconformities issued for reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported leak at the gripper lever was confirmed due to the tactile marker gripper lever o-ring cap not being properly aligned within the window tab and is potentially related to related to man and method. As part of the investigation, abbott optimized controls through manufacturing system updates to further mitigate the potential for a gripper lever o-ring cap not being properly aligned within the window tab. Finally, it should be noted that the mitraclip instructions for use (IFU) provides guidance to the user to ensure that the device is inspected prior to use. It warns the user to discontinue use of the device if any issues are identified. The product issue does not appear to be related to a systemic issue. Abbott will continue to track, and trend reported events of gripper lever leaks due to the o-ring cap not properly aligned within the window tab. D4 lot number updated from 10809r117 to: 10721r112.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), a leak was noted at the gripper lever therefore the cds was not used. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided regarding this device issue.